Event description:
Customer reported the cannula was "pulled off the skin." This caused her bgs to rise between 303-340 mg/dl. The pod was returned for evaluation.

Manufacturer narrative:
The product was returned for evaluation and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer's rising blood glucose levels. A dislodged cannula would result in interrupted insulin delivery and may lead to increased blood glucose. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check our blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Product lot qualifications records were reviewed and determined to have met all acceptance criteria.